Event description:
The field service engineer (fse) reported that during servicing of this unit, the touch screen sporadically is not working / switching it off sporadically not possible (35v error).the field service engineer (fse) reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned power management (pm) board shows that this reported failure was caused by the power mosfet q14 (lot code: p317j) on the pm board which had an internal short. Replacement of q14 on the pm board corrected the failure with this unit.